Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set experienced backflow, with liquid getting past the set's check valve. This occurred while the device was connected to a primary container, clearlink system secondary medication set, secondary container, and spectrum pump. The event resulted in the secondary container emptying into the primary container. The reporter stated that this occurred during testing, while a patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.